Event description:
Bowel injury treated with temporary diverting colostomy.

Manufacturer narrative:
There was no evidence of out of specification condition that could have contributed to this event. The implant was left 4 or 5 threads "proud" in the sacrum. This is not the recommended practice. It cannot be ruled out that this rod position could have contributed to the injury.